Event description:
It was reported that the ilet pump did not receive glucose readings from a dexcom g6 continuous glucose monitor (cgm), and initial sensor pairing failed until the transmitter was re-paired, after which a warmup began; the user entered a blood glucose value into the pump, and the issue was consistent with intermittent communication affecting the electrical/magnetic antenna component. Symptoms included hyperglycemia with a reported glucose peak of 281 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.